Event description:
The customer reported that half of the display has scrabbled lines. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that half of the display has scrambled lines. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The display was found to be defective. Replacing the display resolve the reported issue. The device passed testing and was returned to the customer.